Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that the serial number for the ins was unknown. They saw the patient on (B)(6) 2017, ran an impedance check and saw the two issues. They made the patient four new programs and wasn't using either of the our of range combinations. The pain started some time after a car accident occurred. They didn't know when this was and had no way of knowing if it was the cause. They didn't know if the patient was still having pain. They suggested that the patient turn off their device until they saw a doctor. The patient's nurse was out sick on (B)(6) 2017, which was the only reason the rep saw the patient. The office was going to handle the impedance issue and decide how to proceed.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# va0l8ch, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The rep reported that the patient reported that stimulation caused her pain if she turned it up to therapeutic intensity. The rep reported that the patient had a car accident and the pain started after that. The rep reported that they ran an impedance check and that showed 2 combinations out of range (oor). The rep reported that since the patient could not tolerate more than 1v of stimulation, they could not run the impedance check at the standard 2v. The rep reported that they did not know when the car accident occurred. The rep reported that they gave the patient 4 new programs. The rep reported that they were careful not to use either of the 2 combinations that were oor. The rep reported that on all 4 programs, the patient confirmed that they did not cause her pain at that time. The rep reported that after programming, the patient began experiencing pain. The rep reported that the patient was instructed to turn off her ins and make an appointment with her healthcare provider.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID 3093-33, lot # va0l8ch, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type lead.

Event description:
Additional information was received from a rep. It was reported that the healthcare professional (hcp) revised the patient's lead on (B)(6) 2017. Only the lead was replaced on the right side. The battery was still good. It was noted that the stimulation was comfortable at 0.8 amps and they felt the stimulation in the front of the pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.